Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site. As treatment, no treatment information was provided.

Manufacturer narrative:
The returned device was evaluated and the inspection of the device found corrosion on several internal components, including the pcb assembly, all three batteries, mechanism rails, reservoir, formed needle, and pod chassis. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The device was connected to an external power source, however the pod data could not be retrieved due to the corrosion on the pcb assembly. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device, internal corrosion, low battery voltages, and data loss. It could not be determined if the internal leak contributed to the reported communication error. Additionally, without the data, it could not be determined if the pod generated a hazard alarm. The cause of the reported communication error during a hazard alarm could not be determined. During the investigation, damage was observed to the reservoir cap, ratchet gear, and piezo. It was noted that the damage to the ratchet gear aligns with the damage to the piezo. Additionally, the damage to the reservoir cap was found to align with a score mark on the underside of the top housing. It was determined that these damages occurred post-use and were not the result of manufacturing defects. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.